Event description:
It was reported that the insulin pump alarmed recurring low battery alerts. Customer's blood glucose reading was 134 mg/dl. Nothing further reported.

Manufacturer narrative:
The insulin pump power up properly after the battery was installed. The device was received with operating currents within specification. The device was monitored for 48 hours and no excessive battery drain noted. No low battery alerts noted. The device also had minor scratches lcd window and cracked case at reservoir tube window corners.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.